Event description:
Customer's clinical services mgr (csm) reported the customer experiences "bgs of about 400 and then [it] drops to a low in the 20's." Customer's mother stated there are "a lot of discrepancies" with the pdm's bg meter, and her daughter is experiencing "a lot of lows with the pdm which landed her in the hospital." Mom and daughter do not believe the pdm is working properly. The hospital ruled the cause of her visit "a pump failure." The pdm was returned for investigation.

Manufacturer narrative:
The returned pdm was investigated and found to be functioning as intended. No product condition was found that would have caused or contributed to the user's high bg levels. The pdm's bg meter was tested on a simulated strip tester and all results were acceptable. Pod data shows the device delivered all pulses indicating insulin was delivered successfully. No issues were found inside the pdm. The device was throughly investigated and found fully capable or performing all functions as designed. The user guide specifically addresses hypoglycemia and advises that "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem." Furthermore, the guide warns, "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." Users are instructed to treat hypoglycemia by checking bg levels every 15 minutes to make sure the condition is not overtreated and cause bg levels to rise too high. Users should take the following steps outlined in the user guide to treat hypoglycemia: eat or drink 15 grams of fast-acting carbohydrate, such as glucose tablets, juice or hard candy. Check blood glucose again in 15 minutes. If bgs remain low, consume an add'l 15 grams and contact your hcp as needed for guidance. Repeat these steps until bg is within your target range. Users should investigate the cause of their hypoglycemia to avoid similar events in the future. Product lot qualification records were reviewed and determined to have met all acceptance criteria.